Event description:
It was reported that this programmer touch screen was found to be periodically unresponsive during pacing threshold testing. The physician exchanged the programmer to resolve the event and no adverse patient effects were reported. The programmer was subsequently received for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Benchtop testing was unable to reproduce the behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that this programmer touch screen was found to be periodically unresponsive during pacing threshold testing. The physician exchanged the programmer to resolve the event and no adverse patient effects were reported. The programmer is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Boston scientific has received a small number of reports of similar events where the latitude programmer screen became unresponsive during pacing threshold testing. In most cases, the programmer required a system reboot to complete the test. Our initial investigation of this device behavior has not found any commonalities (i.e., device serial numbers, date of the event, etc.) Between the different countries and hospital facilities that reported experiencing this behavior to boston scientific. In addition, attempts to replicate the behavior during testing of those programmers that were returned were unsuccessful. Representatives from our post market quality assurance, manufacturing and design engineering groups continue to actively investigate this unresponsive touchscreen behavior associated with the boston scientific latitude programmer. Information gained through these investigation efforts will be utilized to implement appropriate action(s), as necessary.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Benchtop testing was unable to reproduce the behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that this programmer touchscreen was found to be periodically unresponsive. The physician was most concerned about the touchscreen being unresponsive during pacing threshold testing. The physician exchanged the programmer to resolve the event and no adverse patient effects were reported. The programmer was subsequently received for analysis.